Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and "minimal amount of periprosthetic fluid."

Event description:
Healthcare professional reported left side "implant rupture," and "minimal amount of periprosthetic fluid." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "implant rupture," and "minimal amount of periprotestic fluid." Device has been explanted.